Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date block d2b: additional pro code selection that applies to the indication of this device <nhl, pjs> block h3: the product has been received by bsc however, the product investigation has not yet been completed.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure because the patient received the elective replacement indicator (eri) as the implantable pulse generator (ipg) had reached its end of service (eos) and could no longer be programmed. The patient was doing well postoperatively. Additional information was received that the patient was using higher than normal therapeutic settings. Additionally, there were open impedances noted on contacts 1 and 2a prior to the explant procedure.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure because the patient received the elective replacement indicator (eri) as the implantable pulse generator (ipg) had reached its end of service (eos) and could no longer be programmed. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Block d2b: additional pro code selection that applies to the indication of this device <nhl, pjs>.